Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Event description:
It was reported that an alert for charge time limit reached was received via remote transmission. Upon evaluation in clinic, a capacitor maintenance was performed resulting in an extended charge time and a second charge time limit reached alert. Device was explanted and replaced. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. H3 other text : device evaluation anticipated, but not yet begun